Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Information contained in this report was previously submitted through psr on 22/jan/2019. (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: "the device related to the reported events of capsular contracture and crease/folding of implant, was received on mar 04, 2021 with lot number 2857552. Visual analysis of the returned device identified: underweight, fold creases, and an opening on posterior. A microscopic analysis was performed which identified: a sharp opening on posterior and wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as unidentified (tear) opening. Creases are observed but have no relationship with manufacturing." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture, baker grade ii".

Event description:
Healthcare professional reported a left side capsular contracture, baker grade ii. Healthcare professional later reported "rupture," "double capsule" and "any creases." Device has been explanted.